Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was returned for evaluation. A visual and microscopic examination found that the crimped stent on the device was damaged at the proximal end. It was noted that the stent struts were bunched, deformed and lifted upwards from the stent profile. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties was encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. Following predilation with a 2.5x20mm maverick balloon catheter, a 3.50x28mm promus element plus drug eluting stent was selected for use and advanced but failed to cross the lesion due to the severe tortuousity. The device was removed, additional dilation was performed and the procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed proximal stent damage.